Manufacturer narrative:
Batch review performed on 03-feb-2020: lot 177635: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2016-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 3 days after primary due to hip dislocation (head from liner, ceramic on ceramic) probably due to stem sinking. The minimax stem was removed and a cemented x-acta short was implanted. The patient was operated in primary due to bone femur fracture.